Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was being used to deliver blood to a gunshot patient. It was noted that the rapid infuser was not infusing the blood per the expected manufacturer data. The first two (2) units of blood was transfused over 17 minutes, and the second set of two (2) units was infused over 20 minutes. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.